Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that another red alert for high oor sli has been detected via patient remote monitoring system for crt-d and rv lead. Additional information was received that the cause was not determined. The out of range shock impedance measurements continues to be an ongoing issue. The device and lead still remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information via the patient remote monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance (sli). Additional information from the field representative was received that the cause of this observation was not determined. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the high out of range shock impedance measurements of greater than 200 ohms continued with the crt-d and rv lead. Subsequently a revision procedure was performed. The physician experienced difficulty removing this rv lead, thus it was surgically abandoned. A new rv lead was connected with the existing crt-d which also exhibited high impedance measurements of greater than 200 ohms. The existing device was explanted and the same new rv lead was connected with a new crt-d device; this yielded in range shock impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection noted a weakened header bond. The header was loose but not separated from the device. Visual inspection also noted that the lv seal plug had a cored out hole in it. X-ray examination was performed. The df- header wire was found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.